Event description:
It was reported that the device fires on its own after priming without trigger being pulled. This is a needle device; however, this event occurred outside the pt's body.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.